Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use aspiration needle had a filament-like substance at the distal end of the needle. We observed the issue during the procedure while the patient had the device in place. There was a procedural delay during sedation that was less than 30 minutes. There were no reports of patient harm.

Event description:
It was reported the single-use aspiration needle had a filament-like substance at the distal end of the needle. We observed the issue during the procedure while the patient had the device in place. There was a procedural delay during sedation that was less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.